Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was displaying a check vent: high fan temperature. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customers' v60 ventilator was displaying a check vent: high fan temperature. Onsite service was requested.

Manufacturer narrative:
H10: the service engineer (se) evaluated the device and uploaded the event log for evaluation. The event log was reviewed, and a 1122 error code ((cbit) check vent: blower temperature high) was documented. The se performed a preventative maintenance on the device. The maintenance performed on the device aligns with the service manual's recommended repair for checking the air inlet filter to determine if it is blocked or dirty. And per the preventative maintenance instructions, the air inlet filter would be replaced. The se checked the device according to the service manual, and it was reported that the device was within accordance to the manufacturer's specifications. The system meets the specification for the performed service and is returned to use.